Event description:
A 7fr gold probe - in use for injection, the tip of the instrument and approximately 4 cm needle sheath became detached and was located in pt's esophagus, was removed with small snare. The needle remained attached to the gold probe. Dates of use: 2003 - 2008. Diagnosis or reason for use: gi bleed-ulcer.